Event description:
The customer reported an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.